Event description:
Heartmate 3 left ventricular assist device (lvad) patient with chronic nocardia driveline infection and chronically draining fistula, now presents with new spontaneous rupture of purulent drainage from a more proximal site along the driveline tract. A surgical incision and drainage (I&d) of the site, with application of a vacuum dressing was performed. IV antibiotics were used during the hospitalization and transitioned to oral at discharge.